Event description:
It was reported that the pump touch screen was delayed in responding to presses. During troubleshooting with tandem technical support, the pump was operating as expected. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl range, cause was unknown. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.